Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported damaged speaker which was reproduced during evaluation. Evaluation observed the speaker had no sound and found the symptom to be caused by a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged speaker, the pump does not beep when an alert is triggered. There was no known patient injury or medical intervention associated with this event. No additional information is available.